Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported cutter ceased to actuate and cutting failure occurred during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. The condition of aspiration was unknown. There was no patient harm.

Manufacturer narrative:
Two opened probe were received with tip protectors in a bag. Sample 1: the sample was visually inspected and found to be nonconforming with the needle bent, and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be severely bent. Gouge marks observed at several locations along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with blue foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and a other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that returned probe sample 1 has cut and actuation failures. The most likely cause for the actuation and cut failures is from the bent needle and bent inner cutter if this condition is present. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The complaint evaluation does not confirm that returned probe sample 2 had an actuation failure, the evaluation does confirm that probe sample 2 had a cut failure. The most likely cause for the poor cutting is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting edge gouges as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. An exact root cause for the bent needle and the bent inner cutter observed on returned probe sample 1 could not be determined from this evaluation, the reported actuation failure was not confirmed on returned probe sample 2 and it appears that the observed cut failure observed on returned probe sample 2 was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).